Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high and low blood glucose. In addition, the pump alarmed no delivery and absence of no delivery alarm. The customer has been changing set and reservoir every three days. The customer's blood glucose was 5.9mmol/l. Customer agreed to replace pump.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump alarmed no delivery properly during testing. The pump was received with a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.